Event description:
It was reported via repair work order that load cells need to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.